Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and found an obstruction in the cap piercer drain valve. The fse replaced the cap piercer drain valve to resolve the issues.

Event description:
The customer reported a contained leak from the cap piercer wash station with mc (module chemistry) and cc (cartridge chemistry) sample probe obstruction errors on their unicel dxc 880i synchron access clinical system. The leak was contained on top of capped sample tubes with an approximate volume of 50 ml. The operator was wearing personal protective equipment and no injury or exposure was reported. The customer also suspected erroneous patient results were generated for multiple cc and ise (ion selective electrode) chemistries in association with this event. A review of the customer provided patient data confirmed two erroneous patient results were generated. The customer stated the patient results were not reported outside of the laboratory and were amended with no impact to patient treatment.